Event description:
A pdrn requested that the cycler be returned to manufacturer for final pick up and to ensure that the device was not defective due to patient death during treatment. Upon follow up with pdrn, it was reported that the patient passed away on (B)(6) 2012 while connected to cycler. The clinical manager stated that the cause of death was cardiac arrest and unrelated to the cycler and unrelated to the peritoneal dialysis treatment.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. The cycler functioned properly during testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The clinical investigation indicates there is no information that reasonably suggests causal relationship between the cycler and the adverse event suffered by the patient.